Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: (B)(4); model: sc-2316-50e; serial: (B)(4); batch: 7190532.

Event description:
It was reported that the patient, that is enrolled in the fast clinical trial (B)(6), experienced extreme low back pain, tenderness at the lead anchor site, nausea and a phlegmon infection which was thought to be severe. The patient was sent to the emergency room (ER) and hospitalized, at which time the trial leads were pulled and the anchors were removed. The patient was prescribed medication for the nausea and pain. The patient underwent an magnetic resonance imaging (MRI) which confirmed extensive phlegmon and edema. The patient's condition improved and was discharged from the hospital, however the event remains ongoing. The event was assessed as having a possible relationship to the procedure and the device.